Event description:
It was reported that high impedance was observed. Lead was not able to capture at high outputs. Physician opened the pocket and found the rv setscrew was loose. Lead was re-inserted and tightened. All values were within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.